Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device. On (B)(6) 2022, the patient developed burning, itching, weeping, redness, inflammation and an infection under the sensor patch. The patient was evaluated by a health care personnel (hcp) who administered an injection rocephin (ceftriaxon antibiotic) 500 mg and prescribed oral keflex (cephalexin antibiotic) 500 mg, three times a day for 10 days. At the time of the report the patient was still experiencing redness. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).